Manufacturer narrative:
The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc800 nasal mask is designed to be used with the flexitrunk interface. The complaint bc800 infant nasal masks are not expected to be returned for investigation as they have been disposed of by the hospital. Our analysis is therefore based on the information provided by the hospital. The hospital informed us that some of the infants were "tiny". They confirmed that when the pressure was relieved quickly by regular checking and changing between the mask and prongs the pressure areas cleared up quite quickly. One infant needed to be reintubated as his nasal septum skin has broken down. The hospital also commented that the infant bonnets that hold the flexitrunk system in place were "very stretchy and not anchoring the trunk as well as they should". It is possible that the looseness of the bonnets is causing the staff to tighten the mask to improve retention on the face. It is also possible that the looseness of the bonnets means the mask is moving on the face, potentially placing pressure on the baby's septum. With regard to nasal pressure and injury to the septum, fisher & paykel healthcare recognises that correct mask and prongs size selection, correct placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: - check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. - alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended. This is the only complaint related to skin injury that we have received for the bc800 infant nasal mask in the past twelve months.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field clinical representative that babies using the bc800 nasal mask were getting red pressure areas and in some cases, skin breakdown at the septum.